Manufacturer narrative:
Product analysis: pcba analog defective. Rubber bumpers missing. During zero impendance test error message. Analog pcba has been replaced. Burn in has been performed. Rubber bumpers have been replaced. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device needs repair. There was no known patient impact.